Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. The lens was returned in two pieces and dehydrated. However, after hydration, the lens was viewed under a 10x magnification. One haptic was intact and the tip of the other was missing and no marks or defects were seen on the surface of the lens. The cross section of the haptic was jagged which suggests the haptic broke as a result of being caught and torn during the attempted implantation. No information was provided on the type of cartridge or injector used and therefore, lenstec cannot comment on the compatibility of the lens and injection system utilized. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model and lenstec advises the user to follow the correct method for implantation to prevent damage to the lens.

Event description:
Lenstec received an email stating 'loading issues and broken haptic. The incision was enlarged with no patient injury and another lens was used. "